Event description:
It was reported "in the service the healthcare staff observes that the catheter has a twisted guide, therefore it is returned to the warehouse. The catheter was not used". There was no patient involement. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the service the healthcare staff observes that the catheter has a twisted guide, therefore it is returned to the warehouse. The catheter was not used". There was no patient involvement. Therefore no patient harm or injury.

Manufacturer narrative:
Qn (B)(4). The customer returned one, unopened sac set for evaluation. The returned packaging had signs of folding/creasing upon return. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had one kink towards the center of the body which aligned with a kink on the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Measured 252 mm, which is within the specification limits of 245-254 mm per guide wire product drawing. The guide wire outer diameter measured 0.434 mm, which is within the specification limits of 0.430-0.460 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body which aligned with a crease on the protective tubing. The returned packaging had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.